Event description:
Customer had an incident of hyperglycemia on (B)(6) 2015 and went to the hospital. The value was 400 mg/dl. She received subcutaneous insulin. On the day of the event the customer changed "all supplies" and the daughter observed insulin coming out of the cannula. No allegation against the device. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.